Manufacturer narrative:
H6; code 400: double clutched cartridge, damaged firing mechanism. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: batch number k00w1m, cartridge pan in place/condition good, condition of drivers good, lockout tabs on pan condition bent, position/condition of wedge sleds partially fired. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing machanism broken, condition of knife good, condition of wedge bands good, is hyper lockout condition present no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damaged occurred. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cylce is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Some conditions which might result in damage to the firing mechanism are: interupted firing cycle, tissue thicker than indicated, attempting a fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device were used during a laparoscopic appendectomy. Neither device would fire. Each was closed successfully but the firing trigger would not depress. A third device was opened and used without difficulty. There was no consequence to the pt.